Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lem797, expiration date: 04/30/2022; date of mfg.: 05/10/2017. Batch lez418, expiration date: 04/30/2022; date of mfg.: 05/17/2017. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. Date of the index surgical procedure. On (B)(6) 2017. The diagnosis and indication for the index surgical procedure? No further information is available. What was the tissue location of the placement of the vicryl suture? No further information is available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. How was the suture initially placed (interrupted or continuous)? No further information is available. How was the suture initially tied? No further information is available. What were current symptoms following the index surgical procedure? No further information is available. Onset date? Unknown. Soon after leaving the hospital, the patient was died. If a surgical intervention was performed, what was the appearance of the suture? No further information is available. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any reoperation? No further information is available. Was there any alleged deficiency of the vicryl suture that contributed to the post-operative complications and patient death? It was not reported that there was a direct problem with ethicon products. Date of patient death? Unknown. Soon after leaving the hospital, the patient was died. Other relevant patient history/concomitant medications? No further information is available. If applicable, will product be returned, return date, tracking information? The product is not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. What was the surgical procedure the device was used in? Unknown laparoscopically. No further information is available from the hospital. What was the anatomical position where the device was used? No further information is available from the hospital. Was there a re-operation prior to the death? No information from the hospital. After the procedure, the patient was discharged from the hospital. Does autopsy report identify the site of the bleeding and the cause of bleeding? No further information is available from the hospital. Is the autopsy report available? No.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2017 and suture was used. It is unknown whether the procedure was laparoscopic or thorascopic. After the procedure, the patient was discharged and soon after leaving the hospital intraperitoneal bleeding occurred. The patient¿s condition became worse suddenly and the patient died. It was unknown where the bleeding occurred. Bleeding in the body cavity was confirmed by the autopsy. It was not reported that there was a direct problem with ethicon products. No additional information was provided.